Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ shooting pains/exacerbation of pain"), device breakage ("entire essure devices may not have been removed, as the pathology report indicated that one wire was 7 cm and the other was 2.5 cm.") And endometritis ("chronic endometritis") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not as heavy nor did they last as long. Plaintiff denied having ever been diagnosed with an allergy to nickel. Concurrent conditions included allergy to metals. Concomitant products included anaesthetics and local. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("diffuse lower abdominal pain"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("heavy menses with clots and pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), coital bleeding ("post-coital bleeding"), menorrhagia ("heavy menses/heavy menses with clots"), dyspareunia ("dyspareunia"), paraesthesia ("tingling in the legs, arms, and hands"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal odor"), fall ("frequent falls"), arthralgia ("joint pain"), myalgia ("muscle pain"), rash ("rashes"), hypoaesthesia ("numbness/ numbness in hand"), migraine ("headaches/migraines"), vision blurred ("blurry vision"), weight decreased ("significant weight loss"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), allergy to metals ("reaction to the nickel in essure"), asthenia ("weakness"), cervicitis ("chronic cervicitis"), uterine cervical metaplasia ("immature squamous metaplasia"), headache ("headaches") and endometrial hyperplasia ("disordered proliferative endometrium"). The patient was treated with surgery (on (B)(6) 2013 video laparoscopy and bilateral salpingectomy, on (B)(6) 2014 laparoscopic hysterectomy) and surgery (a laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, endometritis, coital bleeding, menorrhagia, abdominal pain lower, paraesthesia, vulvovaginal pruritus, vulvovaginal burning sensation, vaginal discharge, vaginal odour, arthralgia, myalgia, rash, migraine, weight decreased, fatigue, fibromyalgia, allergy to metals, dysmenorrhoea, cervicitis, uterine cervical metaplasia, headache and endometrial hyperplasia outcome was unknown and the dyspareunia, fall, hypoaesthesia, vision blurred and asthenia had not resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, asthenia, cervicitis, coital bleeding, device breakage, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometritis, fall, fatigue, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, myalgia, paraesthesia, pelvic pain, rash, uterine cervical metaplasia, vaginal discharge, vaginal odour, vision blurred, vulvovaginal burning sensation, vulvovaginal pruritus and weight decreased to be related to essure. The reporter commented: a diagnostic video laparoscopy and bilateral salpingectomy was performed on (B)(6) 2013. Her physician reported that her current exacerbation of pain may be related to a nickel allergy, and will hopefully improve now that the device was removed. She was prescribed gabapentin and advised to undergo genetic testing. Unfortunately, plaintiffs¿ symptoms did not improve. On (B)(6) 2014, plaintiff underwent a laparoscopic hysterectomy, left ovarian cystectomy, and cystoscopy. Plaintiffs¿ symptoms continued, including complaints of frequent falls, numbness and tingling in the legs, arms, and hands, and blurry vision. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: essure devices appeared to be in proper position. On (B)(6) 2014, pathology report indicated that she had a disordered proliferative endometrium with chronic endometritis, and chronic cervicitis with immature squamous metaplasia. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.